Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested by stomach pain and unclear effluent. The cause of the peritonitis was unknown. It was reported the patient visited the hospital and was diagnosed with peritonitis, however; it was not reported if the was hospitalized for the event or not. The patient was treated with and completed a course of unspecified antibiotics for the event (no further details). Action with pd therapy was not reported. At the time of this report, the patient reported the effluent seems ¿clear¿ and they ¿think the peritonitis is gone¿ and will visit the ¿consultant again to confirm this¿. No additional information is available.